Manufacturer narrative:
(B)(4). Batch #: u93k66. Additional information was requested and the following was obtained: did the issue with the package compromise the sterility of the device? Yes. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2020. Investigation summary: the device was returned outside of its original packaging and the packaging was not returned. Due to the packaging not being returned, we were unable to investigate further on the reported packaging integrity issues. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.